Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of a rotational/alignment issue between the femoral component and patella, which led to tracking problems and dislocation of the patella. However, this cannot be confirmed because the components were not available for evaluation. Concomitant device: (cn: 02-012-38-3009, sn: (B)(6)) logic tibial ps rbk insert size 3, 9mm.

Manufacturer narrative:
Pending evaluation. Concomitant medical device: (cn: 02-012-38-3009, sn: (B)(4)) logic tibial ps rbk insert size 3, 9mm.

Event description:
As reported, approximately 8 months postop initial implant of the left tka, this (B)(6) y/o female patient, 48 bmi, experienced her left patella dislocating with revision of her femur and liner because the patella was riding on the lateral edge and keeps popping off. The patient was last known to be in stable condition following the event. Devices not returning to hospital policy.